Manufacturer narrative:
H2 - section d references the main component of the system. Other relevant component(s) include: product ID 9735795. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system main cart monitor was black right before a case. When she arrived, the system was turned off. When she powered it on, the system booted up normally and both monitors were functioning as intended. However when she unplugged the system from wall power, it powered down immediately. (She says the site stores the system unplugged.) When she plugged it back in, the main cart monitor was black while the camera cart monitor functioned normally. So she was able to recreate the issue described in the initial call. They removed the back panel of the main cart to expose the computer and ups. Computer is legacy model, confirmed via photo. Ups appeared to be functioning normally; ac light was solid green, batt was solid yellow, err was off. Led for port 6 (which runs to the main cart monitor) was solid green. They un-plugged and then re-plugged the power cable of the main cart monitor. Upon re-plugging, the issue seemed to resolve and the monitor seemed to function as intended. They turned the system off and then turn it on to try and re-create the issue, but could not. Main cart monitor continued functioning as intended. Regarding the system shutting down immediately after being unplugged, they opened selftest. By this time the system had been plugged in and charging for approximately 8 minutes. Battery charge remaining for both carts showed 100%, and when system was unplugged it discharged normally; charge remaining slowly decreased and eventually shut down after approximately 30 seconds. She could not recreate the monitor issue during a cranial registration and navigation test. It also didn't happen again after another reboot. There was no patient harm and no delay.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Testing recreated the issue when unplugging the system without charging. Charging the system resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.